Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. High thresholds, high impedances, and noise were also observed. Health care professional (hcp) consulted technical services (ts) who discussed troubleshooting options. No additional adverse patient effects were reported. Currently, the lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. High thresholds, high impedances, and noise were also observed. Health care professional (hcp) consulted technical services (ts) who discussed troubleshooting options. No additional adverse patient effects were reported. Currently, the lead remains in service. Additional information was provided from the patient's spouse. The perforation occurred around 23 october 2021. The patient presented to the emergency room and had bloodwork done, which showed signs of their heart being stressed, and the patient was administered a blood thinner intravenously. This caused severe chest pain for the patient and the IV medication was stopped and the patient was taken for a CT scan, where it was found the patient's chest was full of blood - four liters was reported. The patient's blood was recycled for re-use, with an additional liter of banked blood provided. The patient was scheduled for emergency open heart surgery. During the surgery, it was found that the right ventricular (rv) lead had migrated and had perforated the heart muscle. The blood thinning medication resulted in the excessive bleeding into the patient's chest. The lead was removed from the heart wall and was partially explanted; the remainder of the lead was capped as it was embedded in tissue and would require a second surgery to remove, if necessary. The patient remained in the intensive care unit for two days, requiring intubation as well as a chest tube to repair a collapsed lung. The patient's spouse reported that about five months prior, the patient had a previous bleeding reaction to a prescribed blood thinner that required hospitalization for a colonoscopy and endoscopy. It was reported that the device implanting physician had observed no anomalies or indications of an issue with the pacemaker system at the time of this perforation event. Recently, the patient was presented with the option for a second surgery to remove the rest of the rv lead, or receive an implantable cardiac monitor to allow closer monitoring of their heart conditions. The patient opted for the implantable monitor. Available information suggests the pacemaker and associated right atrial (ra) lead remain implanted and in service, programmed to aai mode, with no rv lead in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.